Event description:
It was observed during the device inspection, that the water filter of the reprocessor was overdue for replacement, the water supply pipeline disinfection was not performed and no acecide concentration assessment. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was presumed that the suggested event may have occurred because the user had not thoroughly read the instructions for use (IFU), failed to properly control the replacement filters, neglected to perform disinfection, and did not manage the condensation of acecide. However, while the device malfunction was confirmed during the evaluation, the exact root cause of the reported issue could not be definitively determined. The event can be detected/prevented by following the instructions for use in: chapter 7 routine maintenance. 7.2 replacing the water filter ((B)(6)); replace the water filter at least once a month to prevent contamination of the rinse water. The water filter should also be replaced whenever an error code indicating water supply insufficiency [e01] is displayed. The water filter should be replaced by following the flow shown below. Chapter 3 inspection before use. 3.9 checking the disinfectant solution concentration level. Check the concentration of the disinfectant solution using a test strip to verify that the concentration of disinfectant solution meets the minimum recommended concentration. Replace the disinfectant solution when it fails to meet the minimum recommended concentration or beyond the specified use life. Routinely check the concentration of the disinfectant solution with the test strip before performing endoscope disinfection. If this check is not performed, the disinfection process may be ineffective. Replace the disinfectant solution when it fails to meet the minimum recommended concentration or beyond the specified use life. Chapter 4 installation of equipment. 4.18 disinfection of the water supply piping. Disinfection of water supply piping is required in the following cases. Before using this equipment for the first time (after installation of the water filter). Immediately after replacing the water filter. Whenever contamination of the water supply piping has been determined. Before using the equipment when it has not been used for a long time. Use acecide in the equipment for disinfection of the pipeline. Olympus will continue to monitor field performance for this device.